Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller states the keto-diabur test strips did not detect ketones. The patient was admitted to the hospital where high ketones were detected. No medical treatment information, timeframes, or details are known. Requested return of suspect device and replacement was sent.